Event description:
Boston scientific received information that this implantable defibrillation lead dislodged one day post implant and was exhibiting high pacing threshold measurements. The physician reported the dislodgement was likely due to the size of the patient and their weight pulling the lead out of position once standing up. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted a cut in the lead insulation 175 millimeters (mm) from the terminal pin and body fluid in the lead lumen, most likely due to the cut. Additionally the rate/sense gore coating was found to be bunched in a few locations. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.